Manufacturer narrative:
One single-use device was received at the plant for analysis with approximately 96ml of fluid in the bladder. Visual and microscopic inspection on the returned unit noted no signs of leak or droplets in the device housing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a small volume folfusor leaked. Droplets were noted in the housing after the bladder was filled. There was no patient involvement. No additional information is available.